Event description:
Dr reported a complication after arthroscopic rotator cuff repair with bio-corkscrew anchor. During the revision surgery, the anchor was fully seated in bone and had not dissociated from bone. On arthroscopic visualization, the underside of the rotator cuff, the arthroscopic knot tying was secure but the inner suture had dissociated from the anchor. Surgeon has arthroscopic pictures and has retained the suture as well. Attempts to obtain additional information such as the lot number have been made without success. This device is used for treatment.